Manufacturer narrative:
Power supply lot (1837d) was associated with field action 2027969-02/14/19-001-c for a defective power supply. The defective power supply results in an inability to power on the ldx analyzer. The power cord was discarded. No further investigation will be pursued under this case.

Event description:
It was reported that an out of box failure occurred: no power with a blank display on ldx analyzer. The issue was resolved with an alternate power supply. The customer received analyzer in (B)(6) 2019 but did not open the box until last week - date of occurrence not provided. No noted patient involvement.